Event description:
A customer reported to beckman coulter, inc (bec) that there was a brown liquid leak in the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The operator was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected by the leak, and there was no death, injury, or change to patient treatment as a result of this event. The field service engineer (fse) found the waste fitting under the diff mix chamber was clogged causing the chamber to overflow. The fse connected a syringe to the waste fitting and was able to remove the material that was clogging the waste fitting. The fse verified the instrument performance per established procedure, and the results met the published performance specifications. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the diff mix chamber during normal operation, and dxh cleaner during shutdown. The cause of the leak is a clog in the diff mix chamber waste fitting.

Manufacturer narrative:
Diff mix chamber. (B)(4).